Manufacturer narrative:
The packaging insert for the stereotactic probes includes the following cautionary statement about the vacuum lines. 'Caution: take care to avoid pinching the vacuum lines in the holster.' The device was returned to the mammotome technical service center on (B)(6) 2011. The manufacturing batch records were reviewed and no exceptions or anomalies were found. The returned device was evaluated by the quality engineer and the engineering technician on (B)(6) 2011. The evaluation report states "observation of the tube indicates the lateral vacuum tube was impinged in the guide rail or guide holder prior to firing. Upon firing, there was an inadequate amount of slack in the lateral tube to allow the needle to travel the full distance."

Event description:
The complaint was received as a medwatch report from the dept. Of health and human services. Core biopsy needle fired into breast and suction tubing was broken. (The suction tubing is the main source which draws the sample into the needle.) The needle was already in the breast at the time when the needle was fired, but when the needle was fired further into the breast, the tubing must have been too taut and it snapped off. When the needle/gun is fired, it fires it about 2 cm throw and if that tubing doesn't have enough slack, then it will break off. The user didn't realize that the tubing was in jeopardy of being broken off.